Event description:
The customer reported that the system displayed an overload fault error message and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. The system operates as intended.